Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device was ¿probably not even working anymore¿. No additional details were known by the reporting hcp. It was noted that the patient did not bring their programmer to the MRI appointment to check the device. When contacted for follow up information, healthcare professional (hcp) reported that they could not clarify the issue and that it was unknown what the cause of the device not working any more issue. It was also unknown what actions/interventions were taken to resolve the issue and if the issue was resolved. The hcp stated that the patient had not followed up with them since implant of the device on (B)(6) 2013. It was attempted to contact the patient but had not return of an answer. There were no further complications reported or anticipated.